Manufacturer narrative:
As the device (or photographic evidence) was not returned for evaluation, the complaint could not be confirmed. No anomalies were noted during review of the manufacturing records. Multiple inspections during the manufacturing process make it unlikely that a manufacturing nonconformance was present on the device during use. As reported, the delivery system inflated normally during valve deployment and the kink was only observed after post-dilation and removal. This information suggests that the delivery system was kinked during re-insertion for post dilation, leading to difficulty inflating/ deflating the delivery system. Review of the information indicates the difficulty reported was related to device handling. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to proper prep and usage of the device. No corrective or preventative action is required.

Event description:
After implantation of a sapien xt valve by transfemoral approach, the delivery system balloon would not inflate with ease during post dilation. The atrion device was changed for a new one but the balloon was still difficult to inflate. A new delivery system was opened to post dilate the valve. Per report, the inner lumen of the delivery system kinked and caused the resistance while inflating. It was noted that there was no deflation difficulty with the balloon during valve deployment or during post dilation.

Manufacturer narrative:
Investigation is ongoing.